Manufacturer narrative:
The non-sterile 5f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation, without the procedural sheath. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was separated from the catheter. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted and the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. A review of the manufacturing documentation associated with lot f1820503 presented no issues during the manufacturing process that can be related to the reported event. Based on the information currently available and the condition of the returned device, the reported ¿hematoma¿ could not be confirmed. However, the condition of the returned device indicates that excessive tension was applied on the device during the procedure. Excessive tension on the device during deployment of the sealant; can cause a tenting effect which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. The mynxgrip instructions for use (IFU), which is not intended as mitigation, instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the device history record (DHR) review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following the use of a 5f mynxgrip vascular closure device (vcd), the patient developed a hematoma. The mynx deployer was trained in the use of the device. The mynxgrip was used in conjunction with a 5f cordis sheath.

Manufacturer narrative:
As reported, following the use of a 5f mynxgrip vascular closure device (vcd) the patient developed a hematoma. The mynx deployer was trained in the use of the device. The mynxgrip was used in conjunction with a 5f cordis sheath.a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was not returned with the device. The advancer tube was separated from the catheter. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted and the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. A device history record (DHR) review of lot f1820503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.an access site hematoma after vascular closure are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. However, based on the limited information available for review and the product investigation, handling factors (such as excessive tension) may have contributed to the sealant not being deployed at the arteriotomy properly leading to the hematoma reported as evidenced by the curved core wire and severely inverted distal tip of the balloon. If excessive tension is applied to the device during deployment; this can cause a tenting effect on the vessel, which allows the sealant to be deployed away from the arteriotomy when tension is released, thus allowing blood to flow around the sealant. However, the hematoma could not be confirmed due to the nature of the complaint, and the exact cause could not be conclusively determined. According to the product instruction for use, which is not intended as a mitigation, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Additionally, the IFU instructs, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the IFU also states, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.